Event description:
It was reported that during a procedure the laser console displayed error message 202 (aim beam) the device was restarted but it did not pass the initial control test. Therefore, all the procedures were cancelled. One patient was already prepared for the procedure with administered sedation. Patient outcome was not reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a procedure the laser console displayed error message 202 (aim beam) the device was restarted but it did not pass the initial control test. Therefore, all the procedures were cancelled. One patient was already prepared for the procedure with administered sedation. Patient outcome was not reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.